Event description:
I needed to do a dexcom g7 sensor change while on vacation; and in application of my new sensor, the metal filament that is supposed to inject into my arm tissue by help of its insertion needle, failed to go into the back side of my upper arm to read my blood glucose. I am a type 1 diabetic of 60 years with a tandem tslim x2 insulin pump. The dexcom g7 is supposed to read my blood sugars and send the numerical amounts to my insulin pump to regulate the amount of insulin I get. The newly inserted sensor on (B)(6) 2025 failed. The metal filament looped on the outside of the sensor, never went into arm tissue, and was unable to do any readings. I did not bring 2 sensors with me on my trip in anticipation one would fail. I then went online and found many dexcom g7 users were also getting faulty applications and therefore no blood sugar readings could be made or sent. These diabetics had the same looping issues. Another failure with the dexcom g7 is that in the initial 12-48 hours, blood sugars sent by the sensor are incorrect by many points differences between the finger stick blood sugar number and the dexcom g7 reading sending number. The wait time for the sensor, if it works should not be this long. Nighttime readings by the dexcom g7 may be 188 and the fingerstick reading is 103. This is death and deadly for a diabetic and an insulin pump user who depends upon the sensor numbers. Dexcom has failed in sending replacement g7 sensors. They put the blame on fed ex or lost in the mailing system. Many diabetics are now losing faith in the dexcom g7 because of faulty, defective sensors. I now have to bring as many sensors in travel with me as I can just in case of failure. As a medical device, the g7 cannot be trusted for its usage and functionality.